Event description:
It was reported that at follow-up, an alert was received for possible hv lead issue. The physician verified that there was also a vf episode lasting more than a minute. During this episode, low, out-of-range lead impedance was found. Hv therapy could not be delivered. Patient experienced a vt episode while hospitalized and was cardioverted via external defibrillation. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.